Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 544 mg/dl. Customer stated that she at a scone and took a bolus, her blood glucose went low and later went high. She thinks it took her body a long time to digest it. Customer declaimed troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.